Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged during a follow up check. There were no lead measurements recorded as all measurements were off. This lv lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation the left ventricular (lv) lead and another manufactuer's right atrial (ra) lead exhibited abnormal sensing, impedance and threshold measurements. Both leads were found to have dislodged. A revision procedure was performed where the lv lead was explanted and the other manufactuer's ra lead was repositioned. It was noted that the patient has bilateral neurostim devices implanted. No additional adverse patient effects were reported.